Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, provocative testing revealed episodes of noise and oversensing on the right atrial (ra) lead. It was suspected that the lead was damaged, however, there was no diagnostic imaging performed to confirm. No intervention has been performed at this time. The patient was stable and will continue to be monitored.